Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I, list number 02k41-27, and manufacturing site in section d of this report abbott laboratories, abbott park to architect i1000sr instrument, list number 01l86-40, and manufacturing site of abbott laboratories, irving texas. MDR number has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin results for four patients. The repeat results were negative. The patients were administered heparin shots after the elevated results. The following data was provided (normal ref range: <0.038 ng/ml): sid (B)(6) initial 0.131 ng/ml, repeated 0.099 and 0.095 ng/ml. There is no information available as to impact of heparin shot on patient health.

Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 26216un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends related to the falsely elevated patient results. Labeling was reviewed and found to adequately address the falsely elevated patient results and contains instructions for sample preparation specific to centrifugation. Historical performance of reagent lot 26216un22 which was evaluated using world wide data field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un22. During the investigation, it was determined that the adverse event was due to use error (incorrect centrifuge time). Customer stated they centrifuged samples at 6000 rpms for 3 minutes whereas the architect stat troponin-I states centrifuge at 2,500-3,000 xg for 10 minutes. The customer¿s retest gave the expected result indicating a sample handling/integrity issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified. During the product evaluation, it was determined that the suspect medical device was changed again from the architect i1000sr instrument, list number 01l86-40, and manufacturing site of abbott laboratories, irving texas back to the original cause which is the architect stat troponin-I, list number 02k41-27, and manufacturing site in section d of this report abbott laboratories, abbott park. All further information will be provided under this MDR number. Cross reference MDR number 3016438761-2023-00009-01.